Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of paclitaxel, at an unspecified rate, via a symbiq pump. After an unspecified length of time in use, it was reported that "IV tubing leaked between spike and bag during connection." It was reported that an unspecified volume of solution came in contact with the patient's skin. It was reported that the patient's skin was cleaned with soap and water. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.